Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the puncture needle allegedly not usable and out of the shape. The procedure was completed using another device. There is no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation. Visual evaluation was performed. The introducer needle was noted to be heavily bent in the center. Therefore, the investigation is confirmed for the identified needle deformation issue. However, the investigation is unconfirmed for the reported defective component as more specific deformation due to compressive stress was identified. The definitive root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the puncture needle allegedly was found to be not usable and out of the shape. The procedure was completed using another device. There is no patient contact.